Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with the foreign matter. It was stated ¿the syringe had internal dirt that was not identified". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a photo and a sample were received for evaluation. The sample had foreign matter embedded in the syringe wall. Embedded foreign matter can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. When starting the molding process, the press is put into "startup" where the press runs until any potential fm is flushed through the system. The press remains in startup until no foreign matter is detected in inspections. This is the first complaint for the lot# 7158873 for the same defect or symptom. No related defects or qns were recorded in DHR. Investigation conclusion: embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. When starting the molding process, the press is put into "startup" where the press runs until any potential fm is flushed through the system. The press remains in startup until no fm is detected in inspections.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with the foreign matter. It was stated ¿the syringe had internal dirt that was not identified.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd luer-lok syringe there was an issue with the foreign matter. It was stated ¿the syringe had internal dirt that was not identified.¿ there was no report of injury or further medical intervention.